Manufacturer narrative:
Other relevant device(s) are: product ID: 3057, lot#: unknown, product type: screening device. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient with an external neurostimulator (ens) for urge incontinence/ urgency frequency. The trial started on (B)(6) 2019. The patient stated that her device stated her therapy was disconnected and turned off to contact her clinician. She stated her device was not working and one of the lead wires came out. No further complications were reported or are anticipated.